Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the plug body. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the air/water channels due to insufficient cleaning, additional findings were as follows: the light cover glass adhesive was worn¿ optical cover glass adhesive was worn; bending section cover glue had worn¿ plug body was leaking; and image was out of alignment. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope large angulation wheel was not working. The event occurred during maintenance. The procedure was completed with the same device. There was no patient harm associated with the event. The device was evaluated, and it was found there was foreign material attached to the air/water channels. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.